Event description:
Doctor was using a drill bit in the mandible of a trauma case when the drill broke. A small portion of the end of the drill broke inside the patient. Doctor made the decision to leave the portion in the patient and complete the procedure.

Manufacturer narrative:
Twist drill has been returned, and has been forwarded to manufacturer for evaluation.